Manufacturer narrative:
Implant regio 24 fractured. Construction was a removable implant retained prosthesis. Patient sufferd from periimplantitis follwing bone loss and implant instability.fracture was caused by mechanical overloading after 13 years in situ.

Event description:
Implant fracture.

Event description:
Implant fracture.